Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a blade broken. The blade broke roughly 0.208¿ from the base. Broken piece was not returned. The size of the missing piece is approximately 0.085¿ x 0.401¿. The components adjacent to the broken blade do not show damage. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image is consistent with the alleged complaint. The image shows the instrument and nothing appears to be out of the ordinary. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not used. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up and obtained the following additional information regarding the reported event: the caller confirmed that the missing/damage material occurred outside of a surgical procedure and not while in use within the patient. There was no report of fragments falling from the device while used within a patient. The customer stated that if fragments were to fall inside the patient, they would be taken out. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.